Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after remote transmission revealed the right ventricular lead exhibited loss of capture. The patient reported experiencing presyncope and multiple falls leading to hospital visits. Upon review, decreased r-wave amplitude was noted. Chest x-ray noted the right ventricular lead had pulled back. Programming changes were made. The patient will continue to be monitored.

Event description:
New information received noted on (B)(6) 2018 the patient presented to the emergency room after suffering a seizure. Upon review, the right ventricular lead exhibited continued loss of capture. On (B)(6) 2018 the patient's lead was repositioned. The patient was stable post-procedure.